Event description:
The ortho summit sample handling system barcode sample misread a sample barcode label and did not generate an error message. No death or serious injury was associated with this incident.